Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 26-may-2026, a sales representative reported via (B)(4) that the ar-3636 kl 1.8 fibertak anchor locked up during final tensioning, the anchor was removed and replaced and the case was completed successfully. This issue was discovered during a case with no patient harm.